Event description:
It was reported that during a laparascopic roux-en-y, the device was closed to insert through the trocar into the abdomen, when trying to open the device to transect the tissue, it did not open. The jaws stayed closed. There was no consequence to the pt.